Manufacturer narrative:
Additional information was added in h.3., h.6. And h.11. The company representative was able to resolve the reported event remotely with the customer. The customer was able to successfully complete the daily start-up checks and calibrations the following day. Based on the information available, the customer reported event cannot be confirmed. It should be noted that the surgeon is a trained medical professional that in the event of an incident would mitigate those issues to proceed manually. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. (Relevant not relevant). The complaints were determined to be relevant to this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported about aborted treatment at 83 of 120 shots during the procedure. This occurred when treatment was completed on right eye and started on left eye. No additional information was provided.